Event description:
It was reported that an undefined malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level, and the caller declined to provide their blood glucose level at the time the issue was noticed. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.